Event description:
It was reported that patient has no physical discomfort. However, patient's doctor has told her that her cobalt levels are a little elevated. Her chromium levels are "ok." The surgeon will follow up with her in about 3 months.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.